Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that when dr. (B)(6) wanted to remove the modular capture (6541-2-703) from the tibial resection guide (6541-2-701) it was stuck within the guide.

Manufacturer narrative:
An event regarding a seizing triathlon guide was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for investigation. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
It was reported that when dr. (B)(6) wanted to remove the modular capture (6541-2-703) from the tibial resection guide (6541-2-701) it was stuck within the guide.